Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 and was currently still admitted at the time of reporting. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod. While the patient was sleeping, the pod reportedly fell off the infusion site (arm), causing the pod cannula to dislodge. Symptoms reported include vomiting. The infusion site was also reported to be red and swollen. The patient applied a new pod but was instructed by hospital staff to remove it, as the patient was to be placed on an intravenous insulin drip.